Manufacturer narrative:
Initial.

Event description:
It was reported that the pump generated alert 38 indicating a motor stall with consecutive stalled motor events, and the user was unable to complete a full rewind during a dry run despite multiple restarts, consistent with a failure to infuse and associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a device problem characterized as failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.